Manufacturer narrative:
The lot history review could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged detachment, perforation of ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown snf vena cava filter allegedly experienced retrieval difficulties, detachment, and perforation. The information is from one source. There was no reported patient injury. The patient's age, weight, and gender were not provided.